Manufacturer narrative:
Approximate age of device ¿ 3 days. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Investigation conclusion: a direct relationship between the device and the reported event could not be determined. The hm3 IFU lists bleeding and infection as an adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018, 400 ml of sanguinous fluid within 45 minutes and increase in bloody drainage from chest tube sites was noted. Within six hours, 2.5l of additional chest tube drainage was noted as well as a mean arterial pressure decrease to 40's. Vasopressin and epinephrine were increased, norepinephrine was started, and the patient was given 750 ml of albumin, four units of packed red blood cells, and one unit of plasma. The patient was sent to the operating room to reopen sternotomy and wash out chest to stop the bleed. Three additional units of packed red blood cells and two additional units of plasma were administered. Due to fever, antibiotics were started on (B)(6) 2018 but cultures were negative. It was reported that the patient was on zosyn for two days. No additional information was reported.